Event description:
2 minutes into treatment the pt complained of feeling dizzy and then immediately stopped breathing. The pt became cyanotic and was placed in trendelenburg. The pt was given normal saline. Bp 60/palp-to 100-palp. 911 called and while getting an airway ready for the pt he began breathing on his own. The entire episode lasted approx 30-45 seconds. The md was notified the pt's vital signs were stable and treatment was resumed using a different dialyzer without further incident. The sample was discarded by the clinic.